Event description:
Clinical report states that the patient was revised to address dislocation. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update**(B)(4) 2013 - medical records received. No new information received that would change the existing MDR decision. **update** (B)(4) 2013 - x-rays were received. The complaint was re-opened. There is no change to the above statement. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.